Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: stage: when the product package is opened defects: needle body and tip mildew with small mildew spots impact: no impact on patients and users.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes returned to manufacturer on: 2022-09-27. Investigation summary: bd received 7 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in 6 of the 7 samples. Four different foreign materials were found on the returned samples. Each of the four materials underwent fourier-transform infrared spectroscopy (ftir) testing and the materials were found to be polyamide, poly(tetrafluoroethylene), polypropylene, and polystyrene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: stage: when the product package is opened defects: needle body and tip mildew with small mildew spots impact: no impact on patients and users.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed as white fiber-like material can be seen covering the tip area of the IV cannula. The nature and origin of the foreign material could not be determined from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: stage: when the product package is opened defects: needle body and tip mildew with small mildew spots impact: no impact on patients and users.